Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal software did not suspend insulin delivery. Customer's blood glucose was 60 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, no response from the customer was received.